Manufacturer narrative:
The endoscope controller was found to trigger error 54 on the printed circuit assembly system. An error message popped up indicating a dirty fiber cable. Cleaning and reviewing all connections cleared the error. The fiber led tester verified that the light passed through the cable with no issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. .

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the non-recoverable 319 error occurred. The customer performed three power cycles, but the error was not resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed errors 319 and 54 occurred in the system logs pointing to an issue with the vision side cart's (vsc) endoscope controller (ec). The tse walked the customer through checking all of the blue fiber cable connections and the circuit breakers. The system then presented with error 54 only. The tse walked the customer through inspecting and cleaning the orange fiber cable connecting the video processor and ec. The cable was cleaned, but the error continued to return. The customer then converted the case to laparoscopic. There were no reports of patient injury. Isi received the following additional/updated information via follow up: the system's power cord was found to be short, and the system would not dock. The procedure was then converted to laparoscopic surgery.